Manufacturer narrative:
Occupation updated from health professional to physician. (B)(4).

Event description:
It was further reported that this procedure was not completed due to this event and the patients current status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system (wds)were used. The closure device was deploy, but the patients laa was too large and the closure device was not stable. During the full recapture wds became kinked. No patient complications were reported.